Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. Customer requested the replacement part numbers for him to install. Philips tech support provided the part number as requested. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported that the "oxygen transport kit manifold" was leaking. No patient/user harm reported. The event date was not specified; estimate used.